Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cable connection is broken. The product was not in contact with patient; no patient injury or death alleged. The event did not increase the surgery time. Additional information has been requested.